Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they selecting rewind but the piston did not retract, ran displacement test and it failed. The customer¿s blood glucose was unknown at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Rewind anomaly not confirmed. Device test failed not confirmed. Device received with corroded motor home switch.